Manufacturer narrative:
The reported complaint that the fully charged autopulse li-ion battery (sn 12256) would not power on the autopulse platform was not confirmed during functional testing and archive data review. No device malfunction was observed during testing, and the battery functioned as intended. The battery archive was downloaded and reviewed. No errors or anomalies were found in archive. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds on the battery showed four solid green lights after the successful charging attempt. The battery was able to power the autopulse platform for 30 minutes.

Manufacturer narrative:
The autopulse li-ion battery (sn (B)(6) will not be returned to zoll for investigation. The customer acknowledged they had received the zoll recall notification letter on sept 1, 2022. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
During a CPR call, the fully charged autopulse li-ion batteries (sn (B)(6)) would not power on the autopulse platform. The batteries showed as fully charged on the multi-chemistry battery charger before use in the platform. Manual CPR was performed. The patient did not survive. Per the customer, the use of autopulse platform wouldn't have changed the patient's outcome. The platform is performing as intended using known good batteries and the battery issue was replicated in the station after the call.